Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (prime issue) issue; the pump did not prime the tubing during the load step and emitted a "no cartridge detected" alarm. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2017 with the following findings: a review of the pump¿s black box data showed a cs 064 occlusion during prime call service alarm. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with no call service alarms or load step malfunction occurring. The force sensor calibration was found to be within required specification. The complaint of a prime issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment.